Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and pump touchscreen cracked. Pump was not functional. Customer's blood glucose was 251 mg/dl. Reportedly, customer reverted to using